Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the minute ventilation signal was oversensed on the right atrial (ra) lead resulting in inappropriate atrial tachy response episodes. Additionally, there was a high, out-of-range impedance measurement on the ra lead. No changes were made to the system, the patient will continue to be monitored appropriately. No adverse patient effects were reported.

Event description:
Subsequent information was received indicating there were additional out of range impedance measurements observed. No changes were made to the system. No adverse patient effects were reported.